Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response. Review of performance data noted the right atrial (ra) lead exhibited undersensing on stored electrograms. The device and lead remain in use. No further patient complications have been reported as a result of this event.